Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error on her insulin pump. Customer's blood glucose was 200 mg/dl. There were no significant events leading to the alarm. Customer had an MRI but did not have the device one. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.